Event description:
It was reported to boston scientific in 2007, that during an ercp, "the doctor asked for the sphincterotome to bow and the cut wire broke." Pt gender and age is unknown. It was also reported that the procedure was completed successfully using a second device and that there were no adverse effects to the pt.

Manufacturer narrative:
The device has not been rec'd by this MFR; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A lot history search was not performed due to the lot number of the finished good not being provided. A product history search was performed and found no similar complaints against upn numbers within the product family. A product family rolling 15-month complaint trend report for all complaint failure modes was reviewed; no adverse trends were noted.